Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the unit return volumes are 3 times what is set to, the parameter values are not displayed visibly, and its displayed half screen and the light is also flashing during patient use. No patient harm reported.

Manufacturer narrative:
Device evaluation: results of investigation: closer inspection to flow valve was performed, found gasket p/n 10175 depth to be out of specification 0.1040 (spec .127 +/- .020). The reported was not duplicated during functional check. Additional problem found; unit failed tidal volume test due to flow valve assembly p/n: 10019, s/n: (B)(6) rev. An under delivering. Problem was isolated to leaking gasket p/n: 10175 from flow valve assembly.